Event description:
Reportable based on additional information received on (B)(4) 2013. It was reported that shaft kinked occurred. The target lesion details are unknown. While loading the 2.75mm x 38mm promus element¿ plus stent it was noted that the end closest to the hub was bent. The procedure was completed using a different device. No patient complications were reported. However, additional information revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found no defects on balloon sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that there were various hypotube kinks along the length of the unit. There was damage noted in the proximal end of the stent, the stent was bunched and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).